Event description:
Customer reported to beckman coulter, inc. (Bec) that the access 2 immunoassay system gave ind flags (ind flag = the result is at the low end of the analyte concentration curve. The result cannot be distinguished from a system failure because the rlu reading or concentration is too low) for thyroid stimulating hormone (tsh) on both levels of quality control (qc) three (3) times. Bec customer technical specialist (cts) troubleshot the issue with the customer via the telephone. Cts assisted the customer in detecting the customer had failed to load a tsh reagent pack on board the instrument after the pack had been scanned into the instrument software. The mis-loaded reagent pack had 9 tests performed off the pack. One of the test results did not repeat when the customer retested patient samples that were tested on the date of the event. Customer reported that the erroneous result was reported out of the laboratory. Customer reported that the erroneous result was corrected. Customer reported that there was no change in patient treatment based on the erroneous result.